Event description:
Info received indicates the unit leaked from the vented connector during connection to the aortic line. Only the unit's connector end was changed-out during the case with no consequence reported for the pt.